Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer also received power error and insulin flow blocked alarm. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. The device received pump error 25 due to connector resistance issue. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.